Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was also a healthcare professional regarding a patient who was implanted with a neurost imulator for non-malignant pain. It was reported that the consumer was a pharmacist that was looking for information on spinal cord stimulation and that the consumer¿s father had a device that was not working. The battery was dead and the leads needed to be replaced as they separated. The system was broken and messed up. The patient didn¿t have a managing physician since they hadn¿t needed to be on drugs since the implant. The leads were torn up and the patient had two hernias in the last year prior to (B)(6) 2017 so they couldn¿t get the system fixed at that time. The patient normally wasn¿t in pain when they didn¿t do things, but because they were older and active they would do things and then be in pain. The patient missed their device because for five years it had been wonderful. It was noted that a physician did a steroid injection for the patient, but he couldn¿t do anything. It was noted that there was a physician that they were trying to get in to see possibly in (B)(6) 2017. The issue began about a year prior to (B)(6) 2017, but maybe longer. Additional information was received from the consumer. It was reported that the patient had an appointment with a physician on (B)(6) 2017. The consumer was transitioning to take over as the patient¿s caretaker so she was not so familiar with what was going on with the patient¿s health or devices completely. The consumer could not provide further clarification or what led to the initial allegation. It was noted that the patient weighed somewhere between 160 and 170 pounds. The patient was really skinny and had no belly or butt. The physician planned to do x-rays and some other tests at the appointment. Until then, the patient would just have to wait. The patient didn¿t take medications because the device worked really well for him and he loved his device; therefore, the consumer hoped that the issue would be resolved.